Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have collided with another child at school and fallen down the day before. Thereafter the user lost access to sound with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device was not received for investigation yet.

Event description:
The user is reported to have collided with another child at school and fallen down the day before. Thereafter the user lost access to sound with the device. Imaging confirms the implant in the correct position. The user has been reimplanted.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user is reported to have collided with another child at school and fallen down the day before. Thereafter the user lost access to sound with the device. The user has been re-implanted on (B)(6) 2018.